Manufacturer narrative:
As reported, the "switch" of a 5f exoseal vascular closure device (vcd) would not go down to activate in the case. There was no reported patient injury. The procedure was completed using manual pressure. The exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window turned solid black. When attempting to depress the button, it would not depress at all. At the time, the indicator window was showing solid black. The device was not deployed outside of the patient. The operator was trained in the use of the device, which was used during a diagnostic procedure. The exoseal vcd was stored and prepped according to the instructions for use (IFU), and pulsatile flow was observed from the bleed-back indicator. The procedure followed a retrograde approach, and there were no visible signs of device or packaging damage prior to use. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18483958 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the "switch" of a 5f exoseal vascular closure device (vcd) would not go down to activate in the case. There was no reported patient injury. The procedure was completed using manual pressure. The exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window turned solid black. When attempting to depress the button, it would not depress at all. At the time, the indicator window was showing solid black. The device was not deployed outside of the patient. The operator was trained in the use of the device, which was used during a diagnostic procedure. The exoseal vcd was stored and prepped according to the instructions for use (IFU), and pulsatile flow was observed from the bleed-back indicator. The procedure followed a retrograde approach, and there were no visible signs of device or packaging damage prior to use. Other procedural details were requested but were not provided. The device will not be returned for analysis.